Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implant helped the patient, but some days it did not depending on the right program and if the patient got it set in time to help. This was said to have occurred since implant. The patient stated that they lose track of things and knocks themselves out to go to bed. It was noted that prior to implant the patient had headaches, nerve damage, and pain. It was also noted that they had cat, MRI, and mra scans and they appeared to have a nerve touching the skull. The patient also mentioned harming themselves because they were in pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.